Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted:(B)(6) 2004, product type: catheter.

Event description:
It was reported that the patient had a serious infection of meningitis, pocket, and sepsis. The patient was hospitalized as a result of the event. The pump was explanted with serious complications of an arachnoid cyst. It was also reported that the patient had complications of drainage and incisional wound opening. The patient's outcome was not provided. The drug being used in the pump was unknown.